Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03507 & 04276 / 04277).

Event description:
Patient underwent a closed reduction procedure and subsequent right hip revision procedure eight days post-implantation due to dislocation and migration of the acetabular component after a fall. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: pn: 139252 m2a magnum taper insert ln: 618900, pn: x180307 bimetric stem ln: 222780, pn: us157848 m2a magnum cup ln: 614520. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.